Manufacturer narrative:
(B)(4). The device was found out of specification in relation to the reported symptom which was not reproduced. The symptom was confirmed through review of the event history log. Evaluation found two battery pins depressed which could cause intermittent power. The rear case assembly was replaced. Additional information: intermittent.

Event description:
It was reported that a spectrum pump shuts off intermittently. It was also reported there was no patient injury.